Event description:
The customer contact reported, the ac power cord was charred. The device was returned to the biomedical engineering department with an unsigned note that stated, "broken." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, the ac power cord was noted to be charred at the strain relief. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.